Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 361 mg/dl., while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's inability to retract. No damages were observed to the formed needle. The exposed needle can be attributed to the pain during insertion. No blood was observed on the device. No damages were observed to the formed needle. The exposed needle can be attributed to the reported bleeding/bruising. Excess material was observed on the slide retract. This damage can be attributed to the incorrect installation of the hard cannula.